Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the disposable had two leaks occurred. Second pump leak came in this week, dislodged from the pigtail and extension set. Equashield ll-2, lot#: (B)(4) was possibly used during this infusion. No patient injury. No additional information available. Device is returning for investigation. There were no allegations against the pumps, but they will be sent in for investigation. Devices are all covered in chemo.

Manufacturer narrative:
Other text: d10 h3, h6: event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection no damage or anomalies were observed with the device. The device was functionally tested, and the device passed testing with no leakage observed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the available information, the investigation could not confirm the reported issue. No actions have been assigned.